Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleed') and autoimmune thyroiditis ('hashimoto, thyroiditis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding between periods)"), rash ("rashes/skin condition on legs and pelvis"), skin disorder ("rashes/skin condition on legs and pelvis"), psychological trauma ("psychological injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), gluten sensitivity ("gluten allergy") and vulvovaginal mycotic infection ("multiple yeast infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full and salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, rash, skin disorder, bladder disorder, urinary tract disorder, cystitis, fatigue, hormone level abnormal, migraine, headache, weight increased, gluten sensitivity and vulvovaginal mycotic infection had resolved and the autoimmune thyroiditis and psychological trauma outcome was unknown. The reporter considered abdominal pain, autoimmune thyroiditis, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion details (B)(6) 2012 (previously reported) and (B)(6) 2013. Plaintiff received treatment for following events dysmennorhea (cramping),pelvic pain abdominal pain, back pain, general abnormal bleed, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), rashes/skin condition on legs and pelvis, hashimoto, thyroiditis, psych injury, bladder probs, urinary probs, bladder infect, fatigue, hormonal changes, migraine, headaches, weight gain, gluten allergy, multiple yeast infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet was received. Event injury was updated to following events: pelvic pain, general abnormal bleed, dysmennorhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), rash/ skin condition on legs and pelvis, hashimoto, thyroiditis, psychological injury, bladder probs, urinary probs, bladder infect, fatigue, hormonal changes, migraine, headaches, weight gain, gluten allergy and multiple yeast infection. Essure implant and explant date added. Outcome for events pain, other, bleeding, bladder/urinary and allergy were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure has perforated the tube.') And pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure (batch no. 922608) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, vaginal discharge, cyst, lower abdominal pain, pruritic rash, dermatitis, right upper quadrant pain, sweaty, fever, chills, nausea, hypothyroidism, abscess, leukocytosis, gerd and ligament injury. Previously administered products included for an unreported indication: biaxin and phenergan. Concurrent conditions included allergy to antibiotic (allergy :- cipro, sulfa drug, penicillin, cephalosporin, amoxicillin, codeine), sulfonamide allergy, penicillin allergy, allergy to antibiotic, allergy to antibiotic, itchy, neck rash, rash on face, vomiting, diarrhea, shortness of breath, redness, eczema, folliculitis, hot flashes, cobalamin deficiency, dysphagia, gastroesophageal reflux disease, joint pain, hepatic disease, skin infection, vaginal irritation, inadequate lubrication, constipation, abdominal hernia, bowel obstruction, belching, infection mrsa, vitamin d deficiency, chest pain, pneumatosis, dizzy, weakness, facial swelling, cellulitis of face, leukocytosis, anemia, iron low, vitamin d low, uterine bleeding, night sweats, hot flushes and stress. Concomitant products included biotin, clarithromycin (claritin), clindamycin, clonidine, cyanocobalamin, doxycycline, ibuprofen, levothyroxine, omeprazole, piroxicam (paxil), prednisone, ranitidine hydrochloride (zantac), triamcinolone, venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) abnormal bleeding (menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), migraine ("migraine,migraines / headaches") and headache ("headaches"). In (B)(6) 2015, the patient experienced genital haemorrhage ("general abnormal bleed, abnormal bleeding (general)") and anaemia ("anemia"). On (B)(6)2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), 2 years 9 months after insertion of essure. In (B)(6) 2016, the patient experienced depression ("depression"), mood swings ("mood swings") and hot flush ("hot flashes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("hashimoto, thyroiditis"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding between periods)"), rash ("rashes/skin condition on legs and pelvis"), skin disorder ("rashes/skin condition on legs and pelvis"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), acne ("hormonal changes, hormonal changes describe: acne"), gluten sensitivity ("gluten allergy, allergic or hypersensitivity reaction type: gluten"), vulvovaginal mycotic infection ("multiple yeast infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), candida infection ("infection (other) describe: candidiasis") and fungal infection ("infection(other)-yeast infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full and salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, autoimmune thyroiditis, skin disorder, depression, vaginal haemorrhage, candida infection, mood swings, hot flush and fungal infection outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, rash, bladder disorder, urinary tract disorder, cystitis, fatigue, acne, migraine, headache, weight increased, gluten sensitivity, vulvovaginal mycotic infection and uterine haemorrhage had resolved and the anaemia was resolving. The reporter considered abdominal pain, acne, anaemia, autoimmune thyroiditis, back pain, bladder disorder, candida infection, cystitis, depression, dysmenorrhoea, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, gluten sensitivity, headache, hot flush, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion details (B)(6) 2012 (previously reported) and (B)(6) 2013. Plaintiff received treatment for following events dysmennorhea (cramping),pelvic pain abdominal pain, back pain, general abnormal bleed, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), rashes/skin condition on legs and pelvis, hashimoto, thyroiditis, psych injury, bladder probs, urinary probs, bladder infect, fatigue, hormonal changes, migraine, headaches, weight gain, gluten allergy, multiple yeast infection. Mirena case was created (B)(4). Current weight 210 lbs. Insertion details:- right ostium had 6 visible coils and the left ostium had 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral essure devices are in place. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: abdominal pain, pelvic pain. Lot number: 922608, manufacturing date: 2011/11, expiration date: 2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received : previously reported events- "hormonal changes, psychological injury" updated to "acne, depression" respectively, events- "mood swings, hot flashes" ,yeast infection were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure has perforated the tube.'), pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleed, abnormal bleeding (general)') and autoimmune thyroiditis ('hashimoto, thyroiditis') in an adult female patient who had essure (batch no. 922608) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, vaginal discharge, cyst, lower abdominal pain, pruritic rash, dermatitis, right upper quadrant pain, sweaty, fever, chills, nausea, hypothyroidism, abscess, leukocytosis, gerd and ligament injury. Previously administered products included for an unreported indication: biaxin and phenergan. Concurrent conditions included allergy to antibiotic (allergy :- cipro, sulfa drug, penicillin, cephalosporin, amoxicillin, codeine), sulfonamide allergy, penicillin allergy, allergy to antibiotic, drug allergy, itchy, neck rash, rash on face, vomiting, diarrhea, shortness of breath, redness, eczema, folliculitis, hot flashes, cobalamin deficiency, dysphagia, gastroesophageal reflux disease, joint pain, hepatic disease, skin infection, vaginal irritation, inadequate lubrication, constipation, abdominal hernia, bowel obstruction, belching, infection mrsa, vitamin d deficiency, chest pain, pneumatosis, dizzy, weakness, facial swelling, cellulitis of face, leukocytosis, anemia, iron low, vitamin d low, uterine bleeding, night sweats, hot flushes and stress. Concomitant products included biotin, clarithromycin (claritin), clindamycin, clonidine, cyanocobalamin, doxycycline, ibuprofen, levothyroxine, omeprazole, piroxicam (paxil), prednisone, ranitidine hydrochloride (zantac), triamcinolone, venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) abnormal bleeding (menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), migraine ("migraine,migraines / headaches") and headache ("headaches"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and anaemia ("anemia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding between periods)"), rash ("rashes/skin condition on legs and pelvis"), skin disorder ("rashes/skin condition on legs and pelvis"), psychological trauma ("psychological injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), gluten sensitivity ("gluten allergy, allergic or hypersensitivity reaction type: gluten"), vulvovaginal mycotic infection ("multiple yeast infection, infection (other) describe: yeast"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and candida infection ("infection (other) describe: candidiasis") and was found to have hormone level abnormal ("hormonal changes, hormonal changes describe: not provided") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full and salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, autoimmune thyroiditis, skin disorder, psychological trauma, vaginal haemorrhage and candida infection outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, rash, bladder disorder, urinary tract disorder, cystitis, fatigue, hormone level abnormal, migraine, headache, weight increased, gluten sensitivity, vulvovaginal mycotic infection and uterine haemorrhage had resolved and the anaemia was resolving. The reporter considered abdominal pain, anaemia, autoimmune thyroiditis, back pain, bladder disorder, candida infection, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion details (B)(6) 2012 (previously reported) and (B)(6) 2013. Plaintiff received treatment for following events dysmennorhea (cramping),pelvic pain abdominal pain, back pain, general abnormal bleed, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), rashes/skin condition on legs and pelvis, hashimoto, thyroiditis, psych injury, bladder probs, urinary probs, bladder infect, fatigue, hormonal changes, migraine, headaches, weight gain, gluten allergy, multiple yeast infection. Mirena case was created (B)(4) . Current weight 210 lbs. Insertion details:- right ostium had 6 visible coils and the left ostium had 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral essure devices are in place. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs&mr received reporter information, lot no was added. New event added fallopian tube perforation, vaginal bleeding, anemia, abnormal uterine bleeding, candidiasis, event outcome added migraines, anemia, abnormal uterine bleeding. Medical history, concomitant drugs and lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure has perforated the tube.'), pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleed, abnormal bleeding (general)') and autoimmune thyroiditis ('hashimoto, thyroiditis') in an adult female patient who had essure (batch no. 922608) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, vaginal discharge, cyst, lower abdominal pain, pruritic rash, dermatitis, right upper quadrant pain, sweaty, fever, chills, nausea, hypothyroidism, abscess, leukocytosis, gerd and ligament injury. Previously administered products included for an unreported indication: biaxin and phenergan. Concurrent conditions included allergy to antibiotic (allergy :- cipro, sulfa drug, penicillin, cephalosporin, amoxicillin, codeine), sulfonamide allergy, penicillin allergy, allergy to antibiotic, allergy to antibiotic, itchy, neck rash, rash on face, vomiting, diarrhea, shortness of breath, redness, eczema, folliculitis, hot flashes, cobalamin deficiency, dysphagia, gastroesophageal reflux disease, joint pain, hepatic disease, skin infection, vaginal irritation, inadequate lubrication, constipation, abdominal hernia, bowel obstruction, belching, infection mrsa, vitamin d deficiency, chest pain, pneumatosis, dizzy, weakness, facial swelling, cellulitis of face, leukocytosis, anemia, iron low, vitamin d low, uterine bleeding, night sweats, hot flushes and stress. Concomitant products included biotin, clarithromycin (claritin), clindamycin, clonidine, cyanocobalamin, doxycycline, ibuprofen, levothyroxine, omeprazole, piroxicam (paxil), prednisone, ranitidine hydrochloride (zantac), triamcinolone, venlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. In march 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) abnormal bleeding (menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding"). In november 2014, the patient experienced fatigue ("fatigue"), migraine ("migraine,migraines / headaches") and headache ("headaches"). In january 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and anaemia ("anemia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding between periods)"), rash ("rashes/skin condition on legs and pelvis"), skin disorder ("rashes/skin condition on legs and pelvis"), psychological trauma ("psychological injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), gluten sensitivity ("gluten allergy, allergic or hypersensitivity reaction type: gluten"), vulvovaginal mycotic infection ("multiple yeast infection, infection (other) describe: yeast"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and candida infection ("infection (other) describe: candidiasis") and was found to have hormone level abnormal ("hormonal changes, hormonal changes describe: not provided") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full and salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, autoimmune thyroiditis, skin disorder, psychological trauma, vaginal haemorrhage and candida infection outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, rash, bladder disorder, urinary tract disorder, cystitis, fatigue, hormone level abnormal, migraine, headache, weight increased, gluten sensitivity, vulvovaginal mycotic infection and uterine haemorrhage had resolved and the anaemia was resolving. The reporter considered abdominal pain, anaemia, autoimmune thyroiditis, back pain, bladder disorder, candida infection, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion details (B)(6) 2012 (previously reported) and (B)(6) 2013. Plaintiff received treatment for following events dysmennorhea (cramping),pelvic pain abdominal pain, back pain, general abnormal bleed, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods), rashes/skin condition on legs and pelvis, hashimoto, thyroiditis, psych injury, bladder probs, urinary probs, bladder infect, fatigue, hormonal changes, migraine, headaches, weight gain, gluten allergy, multiple yeast infection. Mirena case was created 2019-185778. Current weight 210 lbs. Insertion details:- right ostium had 6 visible coils and the left ostium had 5 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral essure devices are in place. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: abdominal pain, pelvic pain. Lot number: 922608 manufacturing date: 2011/11 expiration date: 2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.